Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the blood glucose monitor kit was labeled with accu-chek guide mg/dl serial number (B)(6). The accu-chek guide mmol/l serial number (B)(6) was included inside the kit. The patient used the blood glucose monitor for a few days.